Event description:
Reported as, "after confirm the rupture of the port, we decide to change under general anesthesia, because the tube was inside of the abdominal cavity, it was needed to be done by laparoscopy, and then we put a new port and filled the band."

Manufacturer narrative:
Taper I. Visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device noted breakage of the port tubing. The breakage of the port tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."